Event description:
Several hours later on the same day as the original implant, ra lead dislodgement was confirmed. The lead was damaged at explant. A new solia s 53 was implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approx. 14 cm, 18.5 cm and 19.5 cm distal to the is-1 connector pin) and a deformed outer conductor coil, which most likely resulted from the extraction procedure. Furthermore, a cut into the insulation was found approx. 19 cm distal to the is-1 connector pin resulting in a deformed inner conductor coil, which also probably occurred during the extraction of the lead. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.